Event description:
The intellanav mifi catheter was selected for use during the ablation procedure to treat atypical flutter. It was reported that catheter was ineffective with ablation. There was no temperature increase. The ablate from catheter had no effect on 20 ablation points. The catheter was removed from the body and replaced with a new one from the same model. Ablation was performed on the same position and was effective. The procedure was completed succesfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav mifi catheter was selected for use during the ablation procedure to treat atypical flutter. It was reported that catheter was ineffective with ablation. There was no temperature increase. The ablate from catheter had no effect. The catheter was removed from the body and replaced with a new one from the same model. Ablation was performed on the same position and was effective. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed that the device did not have visual defects. Functional test shows that the plunger functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed, and the device was found within specifications. No shorts or opens were detected. The ablation was verified by using the maestro generator 4000 and metriq, and the device was found within specifications.